Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing failure occurred on 04-14-2023 for wearable with serial number (B)(6). However, wearable with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Pairing test was performed and failed. A review of the share logs was performed and pairing failed was found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of pairing failure is reportable based on the finding of signal loss. No injury or medical intervention was reported.